Event description:
Pt had an implantable defibrillator - ICD - explanted due to an industry alert and a new device - the subject of this report - implanted in 2005. When the pt presented to office with complaints of the device "beeping", a device interrogation was done. The device was found to be at the elective replacement interval - eri - just 2.5 mos after implant. The MFR was contacted and all info was reviewed. Reporter advised that the pt should be hospitalized as he had no pacemaker support or defibrillation capabilities due to the battery being severely depleted. The pt had an underlying rhythm of sinus bradycardia at 50. He was immediately admitted to the hosp and monitored until changeout today.